Manufacturer narrative:
E1 - initial reported city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed using the normal method without any problem and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.